Event description:
Hm reported shock impedance < 20 ohms. Patient to be brought in and lead evaluated further. All other values were within range. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.